Event description:
Affiliate is reporting that during a shoulder repair the distal portion of an expressew flexible needle broke off into the pt. All was retrieved from the body and the case was concluded successfully without further incident or harm to the pt.